Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; if explanted; give date: not applicable, there is no indication the lens was implanted. (B)(6). Device evaluation: product was not return for the evaluation, the complaint could not be confirmed. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during surgery, the rear haptic of the intraocular lens, model pcb00, got stuck in the shooter. The lens did not come out. However, the haptics/optic contacted the patient's eye. No additional information.

Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 7/2/2020 section h3: device returned to manufacturer ¿ yes. Device evaluation: the sample was received on (B)(6) 2020. After analyzed the product, it was observed the plunger in advanced position and locked as device preparation required. The pcb00 device was observed under microscope and scarce viscoelastic residues were observed at the cartridge. Dfu states to completely fill the viewing window of the pcb00 with ovd. The pushrod was also observed in the correct orientation inside the device. The lens was observed stuck in cartridge with the lead haptic not folded. The trailing haptic was observed folded. The complaint issue reported trailing haptic not folded was not confirmed however stuck in cartridge and intraocular lens partially delivered was confirmed. Based on the condition the device was received a product quality deficiency or product malfunction was not determined. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.